Event description:
Customer reported an issue with the beneview monitor's mpm module, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and repaired the unit's cold solder on all connectors. Unit was calibrated and safety testing to factory specifications.